Manufacturer narrative:
Concomitant medical products: product ID 377745, lot# v002256, implanted: 2006-(B)(6), product type lead, product ID 377745, lot# v002256, implanted: 2006-(B)(6), product type lead, product ID 3708160, serial# (B)(4), implanted: 2006-(B)(6), product type extension, product ID 3708160, serial# (B)(4), implanted: 2006-(B)(6), product type extension, product ID 37742, serial# (B)(4), implanted: 2006-(B)(6), product type programmer, patient. (B)(4).

Event description:
It was reported that about 1 year prior to this report that manufacturing representative had found that one of the patient¿s lead wires had a rip or tear and was not working. The healthcare professional (hcp) took an x-ray and was unable to determine where on the lead the rip/tear was. It was noted that the hcp wanted to leave the current system in place and implant another implantable neuro stimulator (ins) and lead on the other side. The patient was not comfortable with that solution. Patient was scheduled for surgery on (B)(6) 2014. Stimulation therapy had not worked in the past year prior to this report and the patient had to go back on oral medication. The patient needed surgery to correct the current lead wire. Additional information received reported that the patient was going to secure a second opinion. Additional information received reported the manufacturing representative had never seen the patient but had been called by the patient recently. Additional information requested but had not been received as of the date of this report.

Event description:
Additional information received reported that the last time the manufacturing representatives spoke to the patient he wanted to get a second opinion on the lead revision. It was noted that the manufacturing representatives had not heard from the patient since and had not been notified of any consult appointments.